Manufacturer narrative:
On (B)(6) 2018 immucor technical support used a remote electronic connection method to assess camera images, event logs and result batches. Camera images are optimal and aligned, event log shows no errors during processing and specimens are acceptable based on color check images. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. On 15jun2018 an immucor field service engineer responded onsite and confirmed customer allegation of false negative result with patient sample (B)(6). Fse successfully performed the unexpected reaction checklist with all parameters within specification (instrument initialized and passed, and all daily maintenance completed. Three (3) cell qc performed and passed. Four (4) patient samples, including the false positive samples were reran. Three (3) samples expected negative, resulted negative. Previous resulted false negative sample resulted negative again. Liss lot# 081, cric lot# 109, capture 3 lot# 965 used during testing). As instrument has been ruled out, ts is unable to rule out the specimen as the source of unexpected reactivity. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The instrument is performing as expected with the exception of the camera algorithm to appropriately identify some true positive results. The user is visually confirming all negative capture-r ready assay results reported by the instrument per immucor technical communication (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) on the galileo echo instrument.